Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. During procedure, atrophy in the urethra was identified, because of this, the cuff was not a good fit to the urethra anymore. All the components were removed and replaced with a new aus system with a smaller cuff. The aus was tested and fully functioning at the close of surgery. It was said that the patient fully recovered.